Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead had exhibited pocket erosion. A revision procedure was performed and this lv lead was surgically explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).